Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a loose and broken cable in the fenestrated bipolar forceps. The customer reportedly reseated the same instrument and proceeded with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. No thermal damage was observed. The instrument was found to have a broken bipolar yaw pulley. Broken piece is not missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. As a result of the broken yaw pulley, the instrument was found to have a grip cable crimp dislodged at the distal end.